Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5088596) that a female patient underwent an unknown procedure with unspecified mentor gel breast prostheses and suffered several unexplained systemic symptoms, including hand tremors, frequent infections, tinnitus, joint pain (neck, back, elbows, wrists, hips, and knees), peripheral neuropathy, chronic neck and back pain requiring quarterly steroid injections, brain fog, memory loss, panic attacks, anxiety, social anxiety, fatigue, headaches, body odor, eye infections, hot flashes, temperature intolerance, weight gain followed by rapid weight loss, abdominal pain, hypothyroidism, breast pain, abnormal mammograms, skin rashes, vision problems, and additional unspecified symptoms. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation on (B)(6) 2019. The patient reported that her symptoms improved after explantation. This medwatch report is for the patient¿s left breast prosthesis.